Manufacturer narrative:
The subject device was returned to olympus¿s local distributor. Therefore, omsc evaluated based on the content of the proposal and the attached photo. - from the attached photos in complaint information by the distributor, it was confirmed that the tissue pad was peeled off. - the lot number was 14k and supplementary information was 22. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. [Inspection] ultrasonic output [inspection] appearance the exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. Grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to wear out and peel off partially. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the end of tissue pad was slightly detached from the upper-jaw during a hepatectomy procedure. The detached portion was not totally fallen. The intended procedure was completed with another device. There was no patient injury reported.